Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma xc. After the injection, patient had an abscess. The abscess was drained and a culture went the pathology, which showed no organisms. The patient was initially prescribed amoxicillin and was later switched to clindamycin. Symptoms are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a patient was injected 2 syringes of with juvéderm® voluma¿ xc into the cheeks bilaterally with 0.3cc more in the left cheek. After a week and half, patient had an abscess on the right cheek. The abscess was drained two days later and a culture went the pathology, which showed no organisms. The patient was initially prescribed amoxicillin and was later switched to clindamycin. It was also noted the patient was experiencing nodules. The healthcare professional noted the abscess has been resolved, but patient still experiencing nodules. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-(B)(4). This MDR is being submitted for the first suspect product, juvederm voluma xc.